Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: 1 actual and 4 representative samples (batch# 8136053) were returned for investigation of this complaint. As the actual sample is a used sample, the sample was sent for decontamination before investigation. The actual sample was subjected to visual inspection. It was observed that the valve position is not covering the whole injection port. The 4 representative samples were subjected to visual inspection, injection valve test and catheter adapter leak test. The 4 representative samples passed the acceptance criteria. A review of the device history record revealed no irregularities during the manufacture of the reported lot #. The probable root cause of the leakage from the injection port of the actual sample could be due to valve incorrectly assembled. The cause of incorrect assembled valve position could be due to station 08 insertion tool was worn off. It causes the valve to overlap and stuck on the tooling step. When the insertion tool was withdrawn from the cannula hub, the valve got brought up together with the insertion tool and resulted the position to be incorrect. The preventive maintenance task list has been revised in sep 2018 to change of valve insertion tooling at station 08. This batch was produced before the implementation date.